Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, injection, 1 gram, every 4th day (route not specified) and fortum, 1 gram (route and frequency were not specified). It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the course of antibiotic therapy was completed. Eight days after the date of onset, the peritonitis was resolved and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.